Event description:
Prior to discontinuation of bypass pumping, the perfusionist clamped the line between the arterial filter and the flow probe. When he unclamped the tubing, it disconnected from the probe and sprayed blood. No patient injury or further complications occurred. The patient is stable. No further details were provided.